Event description:
It was reported that during an unknown procedure the material was defective. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 1/9/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: product name: proximatecutter reload unit product code: tcr75 lot number: 979c65. 1. Did the device staple? No. 2. If the device stapled, was the staple line complete? No 3.if the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did not staple completely (irregular). 4.did the device cut? He did not reach the cut brake at the beginning of stapling. 5. If the device cut, was the cut line complete? The cut has not arrived. 6. Were the cut line and staple lines equal? You do not hear a full stapling but a pre-shot. 7. Was the device five across a staple line? Yes. 8. Did the reload lock out and would not work? Yes. 9. Did the reload begin to staple and cut, but then jammed? Yes. 10.the staff were very friendly and helpful. Yes. 11.how was the procedure completed? The load you locked has been replaced by another. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.